Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported on/off button was not working, power won't turn on and there's no response of any kind. The cause was determined to be a damaged processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the on/off button was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.